Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption and high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed dimensional verification and visual examination. Dimensional verification revealed deviations from the back preload and front housing disc curvature specifications; however, per internal investigation these deviations are not expected to impact pump performance. Visual examination revealed abrasion marks on the lower housing ceramic and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks which correlate with the dimensional deviation are indicative that external factors such as thrombus may have forced the impeller against the rear housing, thus triggering a high power event. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive clinical cause cannot be determined, clinical status such as inr values, comorbidities, and pharmacological factors are possible contributing factors. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to medical personnel on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct the both the user and medical personnel on how to detect and react to a suspected thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted for suspected thrombus and a pump exchange was performed. The following hvad parameters were reported: speed: 2700, power: 5.5-6, and flow: <10l (this is suspected to have been reported incorrectly, according to preliminary log file review, flow > 10 with avg. Of 9.8).

Manufacturer narrative:
The site has indicated that the pump is going to be returned to the manufacturer for evaluation. Log files were sent for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation is in process. Device remains implanted.